Event description:
A user facility¿s Clinic Manager (CM) reported that a Fresenius Combiset Bloodline¿s transducer protector allowed air to enter the bloodline through the venous chamber during a patient¿s hemodialysis (HD) treatment. There was no blood loss, patient serious injury or medical intervention reported. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.